Manufacturer narrative:
Device not returned.

Event description:
User reported mask had a label with employee info written on it stuck to the front of the mask. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.